Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) iunihg, (certain¿ gold-tite¿ hexed screw) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : loosening¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw wasn¿t torqued to specification. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided. D4: additional device information unknown / not provided. D9: device availability unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported a loosening on the screw at implant at tooth site #46. Unscrewing of the prosthetic screw for the 4th time (each time doctor replaced it with a new screw). This time, doctor remade a new crown with a new tibase abutment. Ti base was placed on (B)(6) 2024 and removed on (B)(6) 2025. Patient suffered from discomfort and pain. This complaint refers to the first loosening event.